Manufacturer narrative:
The thermage treatment tip was evaluated on 26nov2018. The tip had been previously used for 984 treatments. The tip passed flow and thermistor testing, however, the tip failed leak testing and visual testing due to the observation of dielectric breakdown. No functional testing could be performed due to the observation of dielectric breakdown. The review of the system/data logs does not indicate there is any handpiece or system issue present. The system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. Underforce error (e131) messages were observed in the system logs. These error messages were most likely due to a user technique issue where the tip was lifted before completion of a repetition. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Based on the evaluation of the data, the system and handpiece performed as expected. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record for serial/lot number (B)(4). The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is necessary at this time. According to thermage cpt system technical user¿s manual (p009240-05 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Solta medical has confirmed a low incidence (less than 1% of the total estimated number of treatments) of first degree patient burns associated with rf trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage of the membrane can cause the radiofrequency energy delivered by the system to focus in a small area of the membrane, rather than to be uniformly distributed over the entire membrane area. The investigation found that flames/sparks from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. The investigation is complete.

Event description:
A user facility in (B)(6) reported that during a thermage treatment a spark was observed and the patient experienced a burn on the forehead. Redness and some small blisters are visible in the provided pictures. Cortate was administered. The event occurred on the first rep at energy level 2.5. It was reported that no system errors occurred during the treatment and nothing out of the ordinary was observed. The treatment tip was inspected prior to use and during the treatment every five pulses. The treatment tip had previously been used successfully for other thermage treatments. The patient stated that she felt okay. It is not known if there will be any permanent damage or scarring.